Event description:
It was reported that the altrix wrap kit is covered in water. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The alleged fluid leaks onto patient support surface area was likely due to a torn wrap assembly.

Event description:
It was reported that the altrix wrap kit is covered in water. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.